Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery utilizing a contralateral approach. The 95% stenosed target lesion was located in the severely calcified and mildly tortuous left superficial femoral artery (sfa). After a non-bsc guidewire crossed the lesion, the 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was removed from the sheath and exchanged with a different device and the procedure was completed with stent placement. No patient complications were reported and patient's status was good.